Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received a power error detected alarm. The same issue occurred two months ago. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, prime test, seating test and basic occlusion test. Power management parameters tool confirmed the unloaded and loaded voltage was within specification range. The sleep current is within specifications. No unexpected low battery alarm or pump error 25 noted on long history file. The insulin pump was received cracked reservoir tube lip and scratched case.